Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex products that are cleared in the us. The pro code and 510 k number for the aspirex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous transluminal thrombectomy and angioplasty procedure using the rotarex catheter via lower limb thrombotic lesions. Prior to the procedure, a sealed package of this product was opened for usage during a case and the contents inside were of a different sizing. The box was labelled 6f and the contents inside the box were 10f. There was no patient contact.